Event description:
A report was received that the patient's ipg was getting an error code. A bsn representative attempted a firmware upgrade, but it was unsuccessful. The patient will undergo an ipg replacement.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was getting an error code. A bsn representative attempted a firmware upgrade, but it was unsuccessful. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient will not undergo an ipg replacement as the device was still working well for him. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.